Event description:
It was reported the video system center had poorly lit image. The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause could not be established. The customer contacted olympus technical assistance support (tac) via phone. Tac assisted with dim image issue on clv-190/cv-190 using gf-uct180. No errors found, brightness adjustment had no effect. Scope performed normally on another tower, and image normalized after reinsertion. Follow-up planned; advised testing additional scopes, white balancing, reseating cables, and cleaning clv socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.